Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.the directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Additional information was received that patient experienced discomfort at ipg site and patient did not recharge the ipg as recommended. In turn, the ipg became inoperable and patient lost therapy. As a result, surgical intervention occurred during which ipg was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient needs new ipg. The reason is unknown.